Event description:
Provider wanted to advise that since we began painted the standard footrest and elevating legrests the thickness of the paint prevents the footrest or legrests from attaching to the veranda model chairs. Provider wanted to advise us of this issue as he has ordered multiple pairs and tried them on multiples veranda chairs and they do not fit since the paint change.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.